Manufacturer narrative:
Conclusion: no conclusion can be drawn.the complaint and package insert were reviewed. The product was not returned.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete.

Event description:
Allegedly revised due to mom complications. Right hip. Orig. Surg. (B)(6) 2007. Revised (B)(6) 2012.

Manufacturer narrative:
Received additional information on (B)(6) 2015 which included part and lot numbers, dob, and implant and explant dates.

Manufacturer narrative:
Additional information received from litigation on (B)(4) 2019. Updated the implant date from (B)(6) 2007 to (B)(4) 2007 and the explant date from (B)(6) 2012 to (B)(6) 2012.

Manufacturer narrative:
Additional information received from litigation on (B)(4) 2019. Changed the implant date from (B)(6) 2007 to (B)(6) 2007 and explant date from (B)(6) 2012 to (B)(6) 2012.